Manufacturer narrative:
Additional information: d9, h6 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 240°, with the ports at 0°, on the cavity ID end. Under magnification of 20x, the fiber fragment was found to be flush with the polyurethane (pu) potting surface. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow up, the facility administrator (fa) said that a visible internal dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. It is unknown if a fresenius hd machine was involved. It is unknown if fresenius bloodlines were in use. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow up, the facility administrator (fa) said that a visible internal dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. It is unknown if a fresenius hd machine was involved. It is unknown if fresenius bloodlines were in use. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.